Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to stress of repeated use, external factors or handling of the device, peeling occurred. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the endoeye flex deflectable videoscope had a pinhole in the bending section cover. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the adhesive around the objective lens had peeled off.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the adhesive around the objective lens peeling, the evaluation findings were as follows: due to a pinhole on the universal cord, water tightness was lost, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the universal cord had discoloration, due to damage on the forceps elevator lever, the bending section cannot be firmly fixed, the label on the video connector was peeled, the video connector had a crack and scratch, the video connector case had a scratch, the light guide cover glass had a scratch, the light guide connector had a scratch, the protector of the video cable section had a scratch, the video cable had discoloration, the right/left lever had a scratch, the angulation lever had a scratch, the forceps elevator lever had a scratch, the right/left plate had a scratch, the up/down plate had a scratch, switch #3 had a scratch, switch #1 had a scratch and discoloration, and the grip had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.